Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3mm x 38mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified proximal right coronary artery. After a 6f non-boston scientific guide catheter and a non-boston scientific guide wire crossed the lesion, pre-dilation was performed. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.